Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with no dilator and blood in the device. The device was microscopically and visually examined. There were numerous kinks on the sheath. The tip of the device was damaged, it was flattened, and the ptfe was partially delaminated. The damage was consistent with the difficulty reported during the procedure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported difficulty recapturing.

Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was used. The opening of the laa was large and very shallow. A watchman laa closure device was deployed. The closure device needed to be recaptured, but it was found that it could not be recaptured and required the physician to use a lot of effort. Braided fabric at the tip of the was was noted, which was suspected to have blocked the closure device when it was recaptured. The closure device was deployed after breaking off the braided fabric with a lot of force. The closure device was implanted and the detached fabric was completely removed from the patient with no adverse events to the patient.

Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was used. The opening of the laa was large and very shallow. A watchman laa closure device was deployed. The closure device needed to be recaptured, but it was found that it could not be recaptured and required the physician to use a lot of effort. Braided fabric at the tip of the was noted, which was suspected to have blocked the closure device when it was recaptured. The closure device was deployed after breaking off the braided fabric with a lot of force. The closure device was implanted and the detached fabric was completely removed from the patient with no adverse events to the patient.